Event description:
The customer reported the system is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep rebooted system. System operates as intended. (B) (4)